Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification. The customer reported system error 345 was reproduced while the pump running at 100ml/hour for 5 minutes. A review of the event history log identified system error 345 alarms. Evaluation observed and found an out of calibrated specification range of upstream and downstream thermistor sensor readings. The cause was determined to be a failed attempted calibration of a failed thermistor sensor. The force sensor was replaced to correct this condition. No further action is required. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Service evaluation found a presence of multiple air in line error messages in the event history log. Evaluation found an upstream sensor readings within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced a system error 345 (thermistor disparity). During evaluation of a returned spectrum infusion pump, the device experienced a false air in line alarm. No additional information is available.